Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 207 mg/dl. The customer reported needing to program excessive amounts of insulin in order to keep the blood glucose levels down. The customer also reported needing to resort to manual insulin injections as treatment. Troubleshooting was done. The customer reported having had to treat with fifteen units of insulin where only five units of insulin would have sufficed. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. No additional information was provided.